Event description:
It was reported the patient experienced a loss of symptom relief. High impedances on all four electrodes were noted. The patient had a revision and during the revision, there appeared to be a break in the wire on the electrode. It was also decided that the extension would be replaced at the same time. The new equipment was working as expected and the patient experienced a return to symptom relief. The patient recovered fully. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Analysis of the lead found that all four conductors were broken under the proximal marker band 5.3 cm from the distal end. All circuits were open and there were no shorts between circuits (dry). Analysis of the extension found no anomaly.

Manufacturer narrative:
Concomitant medical products: product ID: 309328, lot# 0204226212, implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type: extension. (B)(4).

Manufacturer narrative:
Correction: the date has been updated. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.